Event description:
Patient with copd exacerbation was on bipap ventilator. The device alarmed with a "ventilator inoperable" light and the "check vent" light was on. Patient was switched to a nasal cannula. Device was turned off and would not turn back on. No patient harm.